Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #c9dm1l. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with an endo path xcel trocar inserted in the device, with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/4. The partially fired is consistent with an incomplete or interrupted cycle. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. After further evaluation, the bulkhead contacts were noted to be damaged. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number c9dm1l, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 11/8/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - manual override lever was used. ·no bleeding, tissue damage, etc. ·the patient is stable. 1. Did the device lock-out (no staples deployed and no cut line started)? No. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. 3. Or did the device fully fire and stop during the automatic knife return? No. 4. Was there any difficulty opening the device jaws? No. 5. If yes, what steps were taken to open the jaws. N/a. 6. If the jaws could not be opened, how was the device removed. The manual override lever was used. 7. Please provide more details for "the trocar was changed it stopped in a bent position"? Since the trocar was also used with the product, the trocar was also removed and the other trocar and the product were used for replacements. 8. Was there physical damage to the trocar? No. Please specify part of trocar. =>there is no issue with the trocar. 9. Was the tip of the trocar obturator broken? No. 10. If yes, was it separated from the device? N/a. 11. If yes, did it fall into the patient? N/a. 12. Was there an issue related to inserting the trocar? No. 13. Was there an issue with a seal? No. 14. Was there an issue with the trocar sleeve? No. 15. Was there an insufflation issue? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the knife moved forward but stopped moving on the way of the 1st firing. The trocar was changed it stopped in a bent position. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.